Event description:
It was reported by legal initial left total hip arthroplasty. Subsequently the patient was revised approximately two years later due to pseudotumor. During the revision noted bursa with fluid discharge, fibrotic tissue, corrosion, infection, and inadequate ossification. The cup, liner, and head exchanged without complications. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). D10: cat#: 14-103205, lot#: 608030 taperloc microp fmrl 11.0mm. G2: foreign - event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.